Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the additional information received on 18-oct-2023. [Additional information]: on 18-oct-2023, additional information was received from the excellent clinical study team. Per the additional information, the location of the reported mild focal subarachnoid hemorrhage in relation to where the study device was used: it was on the same side as the use of the study device. There were no device performance issues/device malfunctions as related to the embotrap iii device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 68-year-old male patient with a history of atrial fibrillation, coronary artery disease (cad), congestive heart failure (chf), myocardial infarction, smoking (active) presented with an unwitnessed non-wake up stroke. The patient was last seen well on (B)(6) 2023 at 19:50 hour. Symptoms were first observed on (B)(6) 2023, time unknown. The patient was not in-hospital at the time of stroke onset. The patient presented to the treating hospital on the same day, (B)(6) 2023, at 20:38 hour. Computed tomography (CT) imaging was performed at 20:48 hour. There was hyperdense / susceptibility artery sign present (on CT/MRI respectively). The suspected origin of the embolism was cardioembolic. The patient was treated with intravenous tissue plasminogen activator (tpa) at 21:00 hour. The patient¿s baseline nih stroke scale (nihss) was 18 and modified rankin scale score (mrs) score was ¿1-no significant disability. Able to carry out all usual duties and activities.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et309537 / 23e097av) that targeted an occlusion in the right m1 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 2a. Two (2) passes were made via a velocity® delivery microcatheter (penumbra). The pass sequences were as follows: the first pass was made via a velocity® delivery microcatheter (penumbra) and a red® 68 reperfusion catheter (penumbra) with 5-minute incubation time. The mtici score after the first pass was 2b. The second pass was made a velocity® delivery microcatheter (penumbra) and a red® 43 reperfusion catheter (penumbra) with 5-minute incubation time. The mtici score after the second pass was 2c. The patient¿s 24-hour post-procedure nihss assessment results were not recorded. The patient¿s discharge/ seven-day post-procedure assessments were not entered into the crf at the time of the complaint initiation. On (B)(6) 2023, the patient experienced a mild focal subarachnoid hemorrhage. The event was made aware to the principal investigator (pi) on (B)(6) 2023. The pi¿s assessment of the reported event was not made available in the crf at the time of the complaint initiation. The event required medical intervention / treatment; however, details of the medical intervention / treatment have not been made available. The outcome of the event is currently unknown. The event description indicated that a discontinuation form is needed as a result of the event; however, the form has not been included in the crf at the time of the complaint initiation. Modified information was received on 28-sep-2023. The information indicated that the adverse event was not serious, mild in severity, and the end date of the adverse event is (B)(6) 2023. The outcome was updated to ¿recovered / resolved.¿ the relationship to the embotrap is ¿causal relationship¿ relationship to primary study procedure is ¿possible.¿ the information also indicated that there was a causal relationship to the large bore catheter/embovac aspiration catheter. On 04-oct-2023, modified information was received from the excellent clinical study team. Per the information, there was no medical intervention provided for the reported mild focal subarachnoid hemorrhage. The patient was not discontinued from the study. On 05-oct-2023, clarification from the excellent clinical study team was received. The information clarified that the mention of the causal relationship to the large bore catheter/embovac aspiration catheter as reported via modified information received on 28-sep-2023 was ¿most likely a mistake, because lbc was not used during subject (B)(6)procedure. Edc shows that red 68 was used in procedure per pass #1 and red 43 was used in procedure per pass #2. We are working with the site to remove the causal relationship to lbc on the ae crf page.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, and weight were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23e097av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage is a known potential complication associated with mechanical thrombectomy procedures and the use of the embotrap device, as is explained in the referenced literature article and listed in the product instructions for use (IFU) as such. There were no reported quality issues/malfunctions related to the device used. The severity of the event of is unknown and the correlating relationship between the event and device remains plausible, as the event occurred the day after the procedure. Therefore, this even meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: lee h, qureshi am, mueller-kronast nh, zaidat oo, froehler mt, liebeskind ds, pereira vm. Subarachnoid hemorrhage in mechanical thrombectomy for acute ischemic stroke: analysis of the stratis registry, systematic review, and meta-analysis. Front neurol. 2021 may 25;12:663058. Doi: 10.3389/fneur.2021.663058. Pmid: 34113310; pmcid: pmc8185211. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.